Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional coil embolization procedure with an 8f sheath. Reportedly, there was a weird feeling while advancing the prostyle device. The sheath was noted to be bent at the guide. The suture was deployed and the device was removed without issue. Then, the knot would not advance to the vessel wall during the suture trimming process. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issues could not be determined. It is possible the guide wire was bent or prolapsed in the vessel causing the appearance of the upper guide to appear loose and folded and made the device difficult to advance. Additionally, it is possible the joint of the guide to the sheath became rotated, however, there was no report of a mal position after the device was removed, nor can this be verified as the device was not returned. It the case of the failure to advance the knot; factors that may contribute to difficulty during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early, excessive suture tension, pulling the incorrect rail or premature pull of the incorrect rail, or tissue interference. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: type of investigation coding, investigation findings coding, investigation conclusions coding added.